Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase also, unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and there were some motor error alarms in the history. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.